Event description:
Procedure: lap colon. According to the reporter: when placing obturator in sleeve then in patient the trocar came apart. Another cannula was opened to complete the surgery. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).